Event description:
A malfunction alarm identified as malf 15 was reported by the customer, and it is unclear if there was an impact on the customer's blood glucose level. There was no additional information available regarding any adverse impact. The customer did not report any events prior to the malfunction and had not reset the pump within the past 24 hours. Technical support provided guidance to reset the pump, which the customer successfully completed, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the problem reappeared, understanding these instructions clearly.